Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the wake button was intermittently delayed in responding to presses. There was no impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.